Event description:
It was reported that on (B)(6) 2014, a 25mm regent heart valve was implanted in the patient. On (B)(6) 2023, an aortic valve endocarditis was reported. Then on (B)(6) 2024, an aortic valve replacement was performed. After the procedure, the patient remained in the operating room. Then, on (B)(6) 2024, the patient was discharged from the hospital.

Manufacturer narrative:
An event of endocarditis was reported. It was indicated that the aortic valve replacement was performed. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not conclusively be determined.